Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had pump error alarms. The customer¿s blood glucose level was 20 mmol/l at the time of the incident. The drive support cap was normal. Customer was able to successfully clear the alarm. Customer was unable to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Drive count or time values or changes incorrect for moving or coasting. Too slow or too fast alarm during the rewind test due to corroded motor home switch. Unable to verify an error in the motor was detected by reading unexpected value from hall sensor alarm and perform the displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to drive count or time values or changes incorrect for moving or coasting. Too slow or too fast alarm. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.